Event description:
It was reported that the customer's insulin pump screen was blank. Customer stated he was going for a walk, had the insulin pump in his pocket, and took it out to check it when he noticed the blank display. Customer stated there was no relevant damage or corrosion, and the insulin pump was not bumped, dropped, or exposed to moisture. Upon insertion of a new battery, the display returned. Customer's blood glucose was not known. Customer also received a battery out limit alarm during normal use, possibly indicating a loose battery cap. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.